Manufacturer narrative:
During the investigation, a review of complaint history, documentation, drawing, instructions for use (IFU), and quality control was conducted. The customer returned one used ult catheter with macloc. There was also a purple connector attached to the proximal end of the macloc hub. Also, a functional test and visual inspection was conducted the purple connector was removed and the hub of the catheter was attached to a syringe and the tube distal to the hub was clamped. We submerged the hub in water and were easily able to force air through the hub. Bubbles were coming from all sides of the hub. Quality engineers then disassembled the hub and found that the flare to be oversized and half of the flare engaged a full thread in the hub. The root cause of the leakage is the flare being too large and over one of the threads in the proximal fitting. The device is shipped with instructions for use (IFU) which states the proper warning, precautions, and instructions for use. We have notified appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a percutaneous transhepatic colonial drainage procedure on a (B)(6) year old male patient, the contrast agent extravasation was found at the distal joint of drainage catheter. The physician removed the device and found a long crevice (1 cm) on the catheter. The physician changed to an angiodynamics 8f drainage catheter to finish the procedure. Additional information provided (B)(6) 2015: after the operation, the patient found the drainage catheter exudate. The physician then provided treatment by dressing the catheter. Afterwards, the patient was discharged from hospital. However, the patient still noticed seepage at the joint of drainage catheter every day after leaving the hospital. The patient visits the doctor afterwards where the drainage was changed. After successfully being changed to an angiodynamics' drainage catheter, the patient was sent back to the ward safely.

Manufacturer narrative:
(B)(4). The event is currently under investigation. More information will be provided upon conclusion.